Event description:
Event description this device was opened in error at the time of the procedure. The device was not compatible with this patient's lead system. There were no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.